Event description:
It was reported that a dissection occurred. Procedure summary: a patient with severe stenosis had a 22mm non-boston scientific dilatation balloon loaded onto a amplatz super stiff guidewire and advanced to the treatment site. Pre-balloon aortic valvuloplasty(bav) was performed according to the instructions for use(IFU). During the removal of the non-boston scientific dilatation balloon, multiple kinks were noticed on the 14fr isleeve introducer sheath on the distal end of the sheath. Difficulty removing the non-boston scientific balloon from the isleeve was noted as the balloon could not be removed through the isleeve. The 14fr isleeve introducer sheath was pulled out from the artery and replaced with a second 14fr isleeve introducer sheath which was used without incident. At the end of the procedure, after the isleeve introducer sheath was removed from the patient, a dissection in the right common femoral artery was noted. A femoral stent was implanted to treat the dissection. Patient status: fully recovered.